Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged, ar-13999mf, fastpass scorpion, sl-mf, batch 15318292, was received for investigation. Upon visual inspection, it was noted that the jaw does not close completely. Functional testing was not performed due to the damage to the device. This is a known manufacturing issue. A CAPA has been opened to address this. The complaint allegation is confirmed. Refer to the investigation images.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that (qty. 2) ar-13999mf fastpass scorpions were deemed defective as the jaws do not close to their full potential. Because of this issue, the scorpions do not pass the suture. These were noticed during a case, and the patient was not harmed. They used an alternative scorpion to complete the case with a 5-minute delay. No additional anesthesia was administered.